Event description:
During surgery for removal of a cataract, another co's automatic aspirator/irrigator failed. While this was being assessed and the svc tech telephoned, the surgeon requested this manual equipment to aspirate and irrigate the particulate matter (the fragmented nucleus.). The rubber seal did not function. At that point, a third device was requested. The condom portion of the disposable portion had lost its elasticity. As a result, it was only with great difficulty, extension of the time the eye was open and trauma to the tissue that the procedure was completed. The packaging on this equipment has no expiration date, therefore had remained available to the staff. The MFR was notified and has visited hosp to investigate the equipment. The extent of the permanent damage to pt's eye has not yet been determined by the surgeon. This is the first incident of this severity to have taken place in hosp since the msda was implemented. (Also see 1001251 and 1001252.)